Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection no anomalies were observed. The main board was assembled into a golden unit. Upon functional test ran on automated test console the device failed most tests due to a non functional memory chip. The memory chip was replaced and the device passed all tests when assembled into a golden unit on benchtop analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) failed the atrial and ventricular output testing. It was also noted that the unit powered down during the incoming test, and prior to powering down, the epg had failed multiple tests due to the main printed circuit board (pcb) being out of specification. The pacing continuation was unable to work. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) failed a preventative maintenance test on atrial and ventricular output testing. It was noted that the ventricular outputs were found to be out of tolerance at 5 milliampere (ma) and 25 ma, and the atrial outputs were also found to be out of tolerance at 5 ma and 20 ma. There was no patient involvement.